Event description:
Customer reported an issue with the panorama central station, which may have affected ECG monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system. An issue was identified with the system's ambulatory telepack. Corrections included replacement of the system's telepack.